Event description:
The patient underwent revision surgery on (B)(6) 2020. The procedure was successfully completed and devices were explanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: b5, d6b, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Part: 412.211s, lot: 6l05436, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: september 11, 2019, expiry date: september 1, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 412.211, lot: 5l74195, manufacturing site: (B)(4), release to warehouse date: august 19, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation surgery for the femoral neck fracture with the fns implants. The surgery was completed successfully. After the surgery, the patient discharged from the hospital with her independent gait. On (B)(6) 2020 the surgeon confirmed that there was a fracture line around the distal locking screw. The fracture line was barely confirmed by CT and the dislocation was not confirmed. The patient will undergo the revision surgery on (B)(6) 2020. In the revision, the surgeon will remove the fns implants and implant the dhs (dynamic hip system) implants. It is unknown whether the products had defect or not. No further information is available. Concomitant devices reported: antirotscr f/fem neck syst f/construct l (part number 04.168.475s, lot 2l50586, quantity 1). Bolt f/fem neck syst f/construct length (part number 04.168.275s, lot 26p3925, quantity 1). Pl 1-ho f/fem neck syst tan (part number 04.168.000s, lot 55p7445, quantity 1). This report involves one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 34mm-sterile. This is report 3 of 4 for (B)(4).